Event description:
Chronic hives for 5 yrs, weakness in arms, pain in left breasts and surrounding area, arthritic type conditions, stiff joints and muscles, constant worry and apprehension about whether to have them removed or not, tiredness.